Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act button was not responding. Customer's blood glucose was 48 mg/dl, which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump passed the displacement test. All buttons functioned properly, however, the pump had moisture damage on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, minor scratches on the lcd window, and a cracked reservoir tube.